Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier stopped counting/spinning. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The issue was identified prior to clip application, with instrument in the patient and was related to an unsuccessful clip application. The vessel was not greater than specified in the instruction for use. The issue happened at the start of the procedure and resolved issue by obtaining a different device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. The reported event was confirmed during inspection. The grip cable was found loose at the grip hub. The plastic housing was removed, and the instrument was found to have one of the grip cables broken at the proximal end. The grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination that would have contributed to the cable breakage.

Event description:
Refer to h10/h11 for follow-up information.